Event description:
It was reported that a merlin.net transmission revealed alerts for out of range high voltage impedance in the svc-can configuration and for non-sustained lead noise. The patient was brought in to the clinic and the svc coil was programmed off. The lead remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.